Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm but it was resolved during a bolus. Customer changed the set and is now receiving a no delivery alarm during prime. Customer's blood glucose was 108 mg/dl at the time of the incident. Troubleshooting was performed and customer stated that the pump alarmed no delivery. Customer refused to have the pump replaced. Customer stated that he will remove the battery from the pump and do a complete set change.